Event description:
As reported, implant was early detached. The implant was unintentionally detached in a carry leon ux19 microcatheter (utm). The entire coil was withdrawn and removed from the patient. The coil was then replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. No patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.